Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezj0398 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rezj0398) have been reported from the same (B)(4) facility.

Event description:
It was reported that equistream was inserted (B)(6) 2016. It was reported that the arterial clamp on the catheter broke. It was reported that the clamp had been in place for 9 months and broke at the base, no problems were noticed with engaging the clamp prior to the break. The catheter was accessed for infusion and aspiration 3 times a week. The catheter and dressing were cleaned every week with 2% w/v chlorhexidine gulconate and 70% v/v isopropyl alcohol. It was stated that the hospital procedure protocol for a dialysis catheter is to replace the clamp and complete an incident report. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: one arterial clamp with the red colored font on the tag was returned for investigation. The arterial extension leg clamp was broken along the curve near the locking barb. The break occurred across one arm of the clamp. Residue was visible within the crevices of the clamp and the inner surfaces of the tag were yellow in color, which indicate that the product was used. It was reported that the catheter had been in place for 9 months before the clamp broke. A secondary split was observed in the clamp under the tag, which appears to be the location where the clamp was clipped in order to remove it from the extension leg. No part of the catheter was returned for investigation. The cross sections of the break in the clamp near the locking barb were microscopically examined and were noted to be smooth and granular. The cross sections of the split in the clamp near the tag were noted to be glossy and striated across a portion of the surface, which is indicative of sharp instrument damage and is believed to be the location where the clamp was clipped to remove it from the extension leg. A tactual investigation revealed that the clamp could be closed in the locking position without breaking the material at any other location on the clamp. The type of forces applied to the clamp during use is unknown. Possible contributing factors of the clamp fracture include bending stresses and chemical degradation, which may have embrittled the material. The solutions reportedly used on the catheter are approved for use; however care should be taken to avoid prolonged exposure or excessive contact with the solutions. The clamp apparently broke during use; however, the root cause of the break is unknown. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
It was reported that equistream was inserted (B)(6) 2016. It was reported that the arterial clamp on the catheter broke. It was reported that the clamp had been in place for 9 months and broke at the base, no problems were noticed with engaging the clamp prior to the break. The catheter was accessed for infusion and aspiration 3 times a week. The catheter and dressing were cleaned every week with 2% w/v chlorhexidine gulconate and 70% v/v isopropyl alcohol. It was stated that the hospital procedure protocol for a dialysis catheter is to replace the clamp and complete an incident report. No patient harm was reported.